Event description:
On (B)(6) 2020, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube in the stoma. On an unknown date in (B)(6) 2022, the patient had an abdominal x-ray which did not show anything out of the ordinary. On (B)(6) 2022, the patient underwent exploratory gastroscopy, and a buried bumper was discovered. The gastroenterologist used a white clamp to pull on the internal tube and was able to remove the bumper from the mucosa. The physician placed 2 clamps to narrow the channel so that the bumper does not go back in the mucosa. The buried bumper was resolved. The peg-j tubing was not replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.